Event description:
Valve suspected to be defective in their assembly. The nz dept is aware of which pt it was implanted in, having now been explanted.

Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.